Manufacturer narrative:
The device was returned to a third-party service center. The technician cannot confirm foam particles in the air path during the device evaluation. The device was scrapped. In this report box d, g, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of white particulate in the humidifier water. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
The patient is still using the original humidifier and accessories and will not be returning the device. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of white particulate in the humidifier water. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The correct event description should be - the manufacturer received information regarding a rep dreamstation auto CPAP device. The manufacturer received information alleging visualization of white particulate in the humidifier water. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for investigation. The technician perform a visual inspection of the device. The device passed the evaluation. There was no error codes found. The device was scrapped. The complaint was originally reported under the recall, but after further review it was determined this complaint should not have been filed under the recall. Therefore, box h has been updated or corrected in this report.